Event description:
It was reported that this pacemaker potentially exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and could not conclusively confirm capture. Ts noted that the lead measurements appeared to be stable. Ts suggested the evaluating the patient in-office. The device remains in use. No adverse patient effects were reported.